Manufacturer narrative:
"Respironics strongly recommends using a normally closed nurse call system. If a system with normally open logic is used, there are certain situations where the nurse call system cannot indicate an alarm condition." Device labeling (trilogy clinical manual, pn 10338130) contains warnings to indicate diligent testing of a remote alarm or nurse call system is required prior to pt use.

Event description:
A malfunction of a ventilator's remote alarm/nurse call connector was identified at the MFR's service center during eval for an unrelated issue. The device's remote alarm connector appeared to have been stressed beyond its intended design. The solder joints that attach the remote alarm connector to the interface board were fractured, causing an "open" condition. This type of malfunction would cause continuous activation (continuous alarm state) of a remote alarm or nurse call system if the ventilator was being used with a "normally closed" or "lifecare" configuration. These are the MFR's recommended remote alarm connector settings and would alert the user or caregiver of an event if the remote alarm connector, cable, or other related component failed to operate as designed. The ventilator's remote alarm connector can also interface with a "normally open" remote alarm or nurse call system. A malfunction of the ventilator's remote alarm connector, cable, or other related component could cause a failure to initiate a remote alarm or nurse call system when used with a normally open configuration. This type of configuration is not recommended by the MFR. The ventilator would not warn or alert the user of a remote alarm or nurse call system failure if a failure were to occur. Labeling for the device (nurse call adaptor cable, pn 1055061) lists the following warning for use in a "normally open" remote alarm or nurse call configuration."